Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50 and ashai sion blue. Guide cath: jl 4 6f. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information. Though the device absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
The procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the mid left circumflex artery. Pre-dilatation was performed with a 2.5x12mm balloon catheter 3 times; 1st at 6 atmospheres (atm) for 6 seconds, 2nd time at 4 atm for 6 seconds and a 3rd time at 12 atm for 20 seconds. Resistance was felt while attempting to peel off the yellow protector shield from the absorb 2.5x18 and during the second attempt, the scaffold broke in half and remained inside the yellow protector shield, so there was no attempt to use the device. Another absorb 3.0x18 mm scaffold was pulled for use. While trying to peel off the yellow protector shield, resistance was again felt but it was able to be removed and then cross the lesion smoothly but the absorb scaffold balloon catheter would not inflate during the lst inflation. The device was then removed from the patient before implantation of a xience prime 2.75x18 mm successfully. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the product instructions for use states: prior to removal of the packaging material, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. Based on the information reviewed, there is no indication of a product deficiency.